Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during use, the 2.5 x 12 mm mini vision stent dislodged and migrated to the most distal end of the vessel. It was implanted in the distal end of the vessel in an unintended site. A 3.0 x 12 mm stent was successfully implanted to treat the lesion. No adverse patient sequela was reported. The patient is reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.